Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headache and also the device is not usable due to blows out too much air pressure. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed unit has visible black foam degradation during the evaluation. The customer's complaint could not be confirmed. In addition, the device was scrapped.